Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 27-jul-2015: new reporter was added and case became potential legal case. Company causality comment: this non-medically confirmed, spontaneous legal case report; refers to a female consumer who experienced severe back pain after essure (fallopian tube occlusion insert) placement. Additionally, she stated eventually she needed a hysterectomy. This event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and back pain may occur with essure therapy. In this particular case, limited information was provided. Neither temporal relation between essure insertion and the event nor an alternative explanation was given. Nevertheless, considering event's nature causality with the suspect device cannot be excluded. This case was regarded as incident in a conservative approach. As although it is unclear if the reported hysterectomy was actually performed; the consumer stated this intervention was needed due to essure. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information received on 09-sep-2015 follow-up attempts were done, with no response to date. Company causality comment: this non-medically confirmed, spontaneous legal case report; refers to a female consumer who experienced severe back pain after essure (fallopian tube occlusion insert) placement. Additionally, she stated eventually she needed a hysterectomy. This event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and back pain may occur with essure therapy. In this particular case, limited information was provided. Neither temporal relation between essure insertion and the event nor an alternative explanation was given. Nevertheless, considering event's nature causality with the suspect device cannot be excluded. This case was regarded as incident in a conservative approach. As although it is unclear if the reported hysterectomy was actually performed; the consumer stated this intervention was needed due to essure. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 for birth control. Consumer stated that she started having severe back pain, hair loss, weight gain, pain during sex, depression and eventually due to complications she needed a hysterectomy. She assessed the event outcome as other serious (important medical events); however, she did not specify it. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who experienced severe back pain after essure (fallopian tube occlusion insert) placement. Additionally, she stated eventually she needed a hysterectomy. This event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and back pain may occur with essure therapy. In this particular case, limited information was provided. Neither temporal relation between essure insertion and the event nor an alternative explanation was given. Nevertheless, considering event's nature causality with the suspect device cannot be excluded. This case was regarded as incident in a conservative approach. As although it is unclear if the reported hysterectomy was actually performed; the consumer stated this intervention was needed due to essure. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.